Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was originally implanted with a proximal olecranon plate, 2.7 mm variable angle screws x 5, a 3.5 mm cortex screw, and a 3.5 locking screw (all screw lengths unknown) on (B)(6) 2017, developed a post-operative non-union of an olecranon osteotomy with infection that was noted on an unknown date. The plate and the seven screws were explanted on (B)(6) 2017. The devices were removed without any issue using a t-15 screwdriver, a t-8 screwdriver and a 2.5 mm hexagonal screwdriver. All devices were intact. So far the infection was reported to be a superficial one but the surgeon is waiting for cultures to come back from the lab. The surgeon additionally removed a bone fragment from the patient's olecranon. No additional hardware was placed and it is unclear at this time if the patient will be revised. The surgery was successfully completed with no surgical delays and no unanticipated x-rays and no intraoperative events. The patient was reported to be stable at the end of the surgery. It was reported that no additional information is available and that the explanted devices are not available for investigation. This report is for 5 unknown screw trauma. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Corrected data: common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.